Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. After analyzing further information received, if the tendon anchor breaks during loading does not represent any threat of damaging the patient in any way since it happens in the device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, after successful gantry placement, during loading of the first tendon anchors, two of the tendon anchors broke directly in the reloading unit. The third tendon anchor could then be successfully placed and released. The procedure was completed with non-significant delay and the patient had to be treated conservatively (the patient was treated without a bone anchor). No further complications were reported.